Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on potential lot numbers and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the adaptor leaked during use. The adaptor was placed inline on the inspiratory limb of the ventilator circuit. The respiratory therapist noticed a volume loss on the set tidal volume delivery and heard a leak on the adaptor coming from the protruding elbow connection. It was reported the adaptor was replaced and that solved the problem. No patient harm reported.